Event description:
It was reported that the ventilator's user interface holder was found broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. According to service report the display holder broke and the touchscreen cracked due to falling to ground. Issue confirmed by provided photos. According to information the customer cancelled the repair. No root cause can be established by this investigation.